Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After unpacking the 3.5x38mm taxus liberte long coronary drug-eluting stent system, the physician observed the stent struts were damaged. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After unpacking the 3.5x38mm taxus liberte long coronary drug-eluting stent system, the physician observed the stent struts were damaged. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was raised and misaligned at both the proximal end and in the middle of the stent. The stent had also moved on the balloon and is now located 8mm from the proximal markerband. A visual and microscopic examination found that the entire length of the hypotube was also kinked. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)